Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a procedure, t2 anchor did not deploy. No additional information was received from reporter regarding surgical delay or backup availability. No patient injuries were reported.

Manufacturer narrative:
An used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the delivery needle is dramatically bent. No ts or sutures remain on the device with the bent delivery needle or were returned for examination. The ts remain on the delivery needle in their customary pre-deployment position. This device was functionally tested for proper actuator advancement and cycling, device functioned as intended. No root cause related to the manufacturing process can be established. Additional information . Address line 1.